Event description:
For four days prior to 7/2/98, the pt obtained results on her one touch ii meter of 53, 69, and 70 mg/dl. A 9/a meter result on 7/2 was 89 mg/dl. Because she was feeling so bad, the pt was taken to her physician by her son, where a blood glucose result (unk meter) read high. She was driven to the ER by her son and upon arrival at 12/p, a lab result of 589 mg/dl was obtained. The pt was admitted for a kidney infection, placed on IV's and released 6-10 days later. She reported that the drs told her the symptoms and pain she was experiencing were due to the kidney infection and that is what elevated her glucose. The meter was in calibration on 7/8, reading 94 within a range of 79-105. The test strip lot that the pt was using at the time of the alleged event expired 10/95.